Event description:
International affiliate reports the devices were implanted on (B)(6) 2012. Due to unidentified nerve symptoms, examinaiton found that the implanted cage had migrated anteriorly and a clear zone was observed around an expedium polyaxial screw that had been placed at s1. Revision surgery was performed to remove the cage, perform the bone graft, and replace the polyaxial screw at s1. See medwatch report no. 1526439-2012-00162 for the expedium polyaxial screw that was involved in this event.

Manufacturer narrative:
The cage is not available for evaluation. No other complaints have been reported for this production lot. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device is not available for evaluation.